Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead oversensed noise, which resulted in pacing inhibition. In addition, high thresholds and loss of capture (loc) were also observed. The patient didn't experience greater than two seconds of asystole. Fluoroscopy was performed and the results were unremarkable. Subsequently, a revision procedure occurred. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.